Event description:
A maude search performed by an internal employee identified a patient had a revision surgery due to mimix cracking.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. A maude search performed by an internal employee identified that a voluntary maude report was filed on a biomet microfixation product that was not previously reported to biomet microfixation. A neurosurgeon performed a craniotomy where bone cement was used. Following the surgery, it was identified that the bone cement had cracked in five places and the patient had a spinal fluid leak. The patient had a revision surgery to replace the cracked mimix and repair the spinal fluid leak. The spinal fluid leak was not caused by the mimix. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.